Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that after a pre-dilatation, the vision was deployed and the stent delivery system (sds) balloon post-dilated at 10-12 atm. Another post-dilatation was made and the sds balloon ruptured at 16 atm. Another company's balloon was used to complete the procedure. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident info. A balloon rupture can result from, but it is not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, or insufficient preparation prior to use. In this case, the reported moderately calcified lesion could have contributed to mechanically damaging the surface of the balloon such that upon inflation, the balloon ruptured. However, a definite root cause for the balloon rupture cannot be determined.